Event description:
It was reported that during a meniscus repair surgery, the fast fix 360´ suture broke. The procedure was completed with a s+n back up device. It is unknowns if there was a surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H10 h3, h6: part of the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret1 setting with no suture or implants returned. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found it cycles as designed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specification found a material certification of analysis is required with each lot. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include use of sharp instruments to manage or control the suture that can cause breakage of the suture. No containment or corrective actions are recommended at this time.